Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without significant delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. An attempt was made to recreate reported event; all components operated as intended. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.